Event description:
(B)(4) received a call on 07/18/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 9:00pm. Patient((B)(6)) called in stating that her meter was not giving the correct results. (B)(6) was experiencing symptoms of shaking, sweating and vomiting. The reading on the prodigy meter at the time of the event was 96mg/dl. (B)(6) had not taken any medications prior the seeking medical attention but did consume (B)(6) with mixed fruit. Approx 3 additional glucose tests were performed with results of 90, 88 and 70mg/dl. (B)(6) normal blood glucose reading around the time of day of the event is 80-100mg/dl. Paramedics were called 30 minutes after testing with the prodigy meter and arrived 30 minutes after being called. Upon arrival paramedics tested (B)(6) glucose with their meter with a result of 161mg/dl. Approximately 1 hour passed between testing with the prodigy meter and the paramedic's meter. (B)(6) was transported to ER by paramedic's and given a shot of zofran for her nausea. (B)(6) did not recall what her glucose level was prior to release from the hospital, only that it was low. (B)(6) total stay in hospital was 3 days. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.